Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, at the end of the case, upon removing the trocar, they noticed the balloon popped and there was a piece that came off in the patient¿s cavity. They were able to retrieve the piece with no problem to complete the case. There was no patient injury.